Event description:
Baxter reported a home pt noted air bubbles in the lines during dialysis while on the homechoice. The machine alarmed issue code k163. The reported incident occurred in 2005. In 2006, the home pt's wife reported that the pt experienced pain in his shoulder for one month. According to the nurse the air bubbles may have caused the shoulder pain. The home pt was admitted to the hosp in 2006 for epigastric pain and nausea. Peritonitis and secondary intestinal subocclusion syndrome were diagnosed. The pt rec'd vanomycin and flagyl and had ocmpletely recovered. The home pt was discharged a week later and he continued his treatment with homechoice apd. No additional info available.